Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(4) and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break over time. It was decided in 4/2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of 6/2015. The re-designed part has been issued to the service provider to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
It was reported that while being transported via a city transit vehicle, at some point during the trip, one of the back canes of the back frame broke just above the point where it attaches to the seat frame. Reports are service provider was contacted to report the failure and to request service. It was reported the end-user's husband duct taped the affected component in place in order for the end-user to continue to use the chair until the service provider could assess and repair. It was reported the end-user continued to use the chair, and while on the city transit again the opposing back cane broke, this time allowing the back to fall causing the end-user to fall backwards. No injuries were reported to have occurred as a result of this event.